Event description:
It was reported that the nail broke. No known traumatic event reported. The patient was revised.

Manufacturer narrative:
Device not returned, no evaluation will be performed. If additional information or device becomes available it will be reported on a supplemental report.